Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge was intermittently fluctuating and that the customer experienced difficulty charging the pump battery. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.